Manufacturer narrative:
E1 - initial reporter establishment name (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that adhesive material from the neoveil sheet adhered to the biopsy channel of an olympus colonovideoscope and could not be removed during a diagnostic procedure the patient was under sedation. The intended procedure was completed using the same device. There were no reports of patient harm.